Event description:
As stated by the customer (B)(6) 2012: care staff were lifting an pt off the floor when one of the shoulder clips broke on the sling. Pt was lowered back onto the floor and was manually helped onto her feet and put into bed by staff. Pt did not suffer any injury. On investigation of the hoist involved in the incident, (B)(6) maintenance staff also noticed that the right hand leg was not contacting the floor after the event.

Manufacturer narrative:
This report is being field under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.